Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned 3mmx1000mm ball tp gde rd confirms a hole in the inner sterile package, product is bent and the box for package is severely damaged. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Improper storage and misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when opening the product there was a hole in the inner sterile package. The guide rod had made a hole in the inner sterile package since it was placed in the box incorrectly. No case reported; therefore, there was no patient involvement.